Event description:
It was reported that the left ventricular (lv) lead was attempted but not used due to dislodgement while removing the catheter. The lv lead was found to have high thresholds and was not used. A different model lead was used to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).